Event description:
When drawing up solumedrol, the nurse discovered a piece of the rubber in the vial. Blunt fill needle-lot:4159631 manufacturer: bd expiration date:2029-08-31. Nurse discarded medication and used a different needle to draw the medication from a new vial.